Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a shunt assistant2.0 (#fx103t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be operated in underdrainage. The ventricle were dilated. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 61 cm, weight: (B)(6), gender: male, same event: medwatch 3004721439-2021-00138.

Manufacturer narrative:
Manufacturing and quality control data. The shuntassistant® 2.0 was manufactured by a qualified employee in january 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The shuntassistant® 2.0 has a fixed/ normal pressure range of 25 cmh2o. The valve was inspected as article fx103t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Results: first, we performed a visual inspection of the valve. Wählen sie ein element aus. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. Wählen sie ein element aus. Wählen sie ein element aus. Wählen sie ein element aus. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we confirm that the valve shows an increased flow of liquid. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is completed